Event description:
It was reported that the insertion of the lens was difficult because the trailing haptic had been folded with a deformed shape, which made a strange movement and kept it from being implanted easily. In the end, the reporting physician managed to insert it and the procedure was completed as planned. Through follow up it was learned that the trailing haptic of the intraocular lens got tangled with the plunger rod. This caused a slight retraction of the lens, moving it from the lead haptic to the optical part in the capsule. Only the trailing haptic was outside the eye, and the intraocular lens remained attached to the eye. After a brief twist in the trailing haptic, it returned to its normal position, and the implantation was completed successfully. No further information was provided.

Manufacturer narrative:
Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.